Event description:
It was reported that this right ventricular lead was implanted close to the heart's valve and due to physician's discretion, it was attempted to be removed without any success. It was then decided to surgically abandon this lead and replace it. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was implanted close to the heart's valve and due to physician's discretion, it was attempted to be removed without any success. It was then decided to surgically abandon this lead and replace it. Additional information was received indicating that this lead was eventually explanted by another physician, as the right atrial lead dislodged and a revision took place. This physician took advantage of the occasion and decided to explant both leads. This rv lead is not expected to be returned and no additional adverse patient effects were reported.